Event description:
Trinity revision after approximately 5 years and 7 months due to reported liner fracture.

Manufacturer narrative:
Per -(B)(4) final report. Please note: a follow-up 2 report was submitted as follow-up 1 stated "per -(B)(4) initial report" above instead of final report. Additional information, including post primary and pre revision x-rays, operative notes, patient details and any associated device details was requested in order to progress with the investigation of this event, however, not all information was provided and thus the investigation of this event was very limited. The explanted device was not returned to corin UK for examination. The appropriate device details of the reported liner were provided and the relevant device manufacturing records have been identified and reviewed, all parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the available information the reported event could not be verified and the root cause was not determined. No further investigation can be conducted and thus this case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision after approximately 5 years and 7 months due to reported liner fracture.

Manufacturer narrative:
Per -(B)(4) initial report. Additional information, including post primary and pre revision x-rays, operative notes, patient details and any associated device details was requested in order to progress with the investigation of this event, however, not all information was provided and thus the investigation of this event was very limited. The explanted device was not returned to corin UK for examination. The appropriate device details of the reported liner were provided and the relevant device manufacturing records have been identified and reviewed, all parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the available information the reported event could not be verified and the root cause was not determined. No further investigation can be conducted and thus this case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
Per -(B)(4) initial report: additional information, including post primary and pre revision x-rays, operative notes, patient details and any associated device details have been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details of the reported liner were provided and the relevant device manufacturing records have been identified and reviewed, all parts associated with these records conformed to material and dimensional specification at the time of manufacture. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trinity revision after approximately 5 years and 7 months due to liner fracture.